Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water leaked from the foley catheter after implantation and was removed.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11092653. Visual evaluation of the returned sample noted one opened (without original packaging), used temp sensing foley catheter with sample port connector and syringe. Verified material number 119314 and manufacturing lot number ngjx4588. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and leakage observed. Upon inflation the solution leaked out of the eyelets. The catheter balloon was dissected, and a double perforation was found measuring (0.025"). This is within specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The possible root causes for this failure, per CAPA 11092653, are "funnel wall thickness to thin due to molding core pin shape" or "extruded tube diameter with variation causing leak in catheter funnel molding." Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water leaked from the foley catheter after implantation and was removed.